Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent doderlein vaginal hysterectomy, high urterosacral vault suspension, cystocele repair, graft placed anteriorly, rectocele repair, enterocele repair, 4x7 graft cut to template and placed posteriorly, transvaginal taping obturator, cystoscopy with hydrodistention due to grade ii to iii cystocele, grade ii rectocele and enterocele, uterine descensus to the mid vagina, sui, and some irritive bladder symptoms. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh excision, cystourethroscopy combined case w/colorectal surgery on (B)(6) 2015 due to rectocele, incomplete bladder emptying, urinary hesitancy and voiding dysfunction. No additional information was provided. (B)(4).